Event description:
(B)(4). I had essure surgically inserted on (B)(6) 2009. Since then I've been in and out of ER, gynecologist, hospitals with severe stabbing pain in my lower abdominal area due to essure. Over the years it's gotten worse but with few doctors that will remove them or even see me I've lived with horrible pain, body cramps, sweats, weight gain, headaches, teeth rotten, heavy bleeding since my surgery to implant essure.